Manufacturer narrative:
(B)(4). Method: the device was received and a visual inspection was performed, at this time further testing is in progress. A review of device history record (DHR) was performed for the reported model and lot number. Results: at this time the evaluation is still in progress. Results will be provided once completed. However, per the DHR there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications prior to release. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending.

Event description:
A foreign distributor reported a patient presented restlessness and irritability to the emergency department. They are unsure if the device function as intended and there was an inquiry as to whether the unit ran at a faster rate. The nerve block was inserted on the (B)(6) 2015 at 2pm. The nerve block and painbuster emptied by the (B)(6) 2015, at 8pm. The pump was filled to 400mls and used for an infraclavicular block for a hand procedure. The sample will be provided.